Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of tissue damage and respiratory failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the mechanical issue (clip open while locked). The patient effects of tissue damage and respiratory failure was due to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report clip opened while locked, tissue damage and respiratory failure requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the ntr clip delivery system (cds 90105u162), it was noted that the lock lever cap was turned more than a half a turn in the open direction, causing the cap to come off the cds. The cds continued to be used. During the deployment sequence, the lock line could not be removed; therefore, the clip was not implanted and the cds was removed. A second ntr cds (90105u161) was advanced to the mitral valve; however, during the deployment sequence, the clip partially reopened to approximately 20-30 degrees. The clip was reopened and reclosed, and closed on the fourth attempt. The clip was deployed, reducing mr to 3; however, a posterior leaflet tear was noted. A third clip was deployed to further reduce mr. The mr could not be further reduced due to the leaflet tear. Two clips were implanted, reducing mr to 3. It was noted that the patient experienced respiratory failure due to the issue with the clip and was treated successfully with a ventilator. No additional information was provided.